Manufacturer narrative:
Additional info: b5, g3. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had uremia and the catheter had been in placed for 1 month. During peritoneal dialysis on (B)(6) 2021, the patient broke the titanium joint of the peritoneal dialysis catheter causing fluid leakage at the catheter interface. It was mentioned that only normal force was used on the product. The insertion site was not treated prior to product placement. There was nothing unusual observed on the device prior to use. Pre-charging and washing was done with saline and had a normal result. The titanium connector was the other product utilized with the device and manual tightening was done to tighten the connector. There were no emulsion/creams and drugs used. For the cleaning of the entire catheter, it was wiped with normal saline (no cleaning agent or antibiotic used) and sepsiderm was not used. There was no ointment used at the exit site and normal sterile gauze was used for wound dressing. The wound dressing did not contain any cleaning agents or anti-bacterial properties. The patient was responsible for simple cleaning and wiping for the catheter's maintenance. Peritoneal dialysis could not be performed (was suspended) and a tube might need to be reinserted (but the catheter was not yet replaced). They trimmed the damaged/leaking part of the catheter, and re placed the titanium connector after iodophor immersion and disinfection to resolve the issue. The treatment was completed. Due to the patient¿s own reasons, the catheter also needed to be protected by corresponding measures (prevented sharp objects from touching the catheter). There was no blood loss. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had uremia and the catheter had been in placed for 1 month. During peritoneal dialysis on (B)(6) 2021, the patient broke the titanium joint of the peritoneal dialysis catheter causing fluid leakage at the catheter interface. It was mentioned that only normal force was used on the product. The insertion site was not treated prior to product placement. There was nothing unusual observed on the device prior to use. Pre-charging and washing was done with saline. The titanium connector was the other product utilized with the device and manual tightening was done to tighten the connector. There were no emulsion/creams and drugs used. For the cleaning of the entire catheter, it was wiped with normal saline (no cleaning agent or antibiotic used) and sepsiderm was not used. There was no ointment used at the exit site and normal sterile gauze was used for wound dressing. The wound dressing did not contain any cleaning agents or anti-bacterial properties. The patient was responsible for simple cleaning and wiping for the catheter's maintenance. Peritoneal dialysis could not be performed (was suspended) and a tube might need to be reinserted (but the catheter was not yet replaced). They trimmed the damaged/leaking part of the catheter, and replaced the titanium connector after iodophor immersion and disinfection to resolve the issue. The treatment was completed. Due to the patient¿s own reasons, the catheter also needed to be protected by corresponding measures (prevented sharp objects from touching the catheter). There was no blood loss. There was no patient injury.